Manufacturer narrative:
Exact date of initial surgery is unknown. Examination of returned device was inconclusive; unable to determine if locking bar component had been fully seated.(B) (4).

Event description:
It was reported that patient underwent knee arthroplasty in (B) (6) 2009. Subsequently, the patient was revised on (B) (6) 2010, due to loosening of the tibial locking bar.